Manufacturer narrative:
Exemption number e2016006, this report summarizes 1 device migration death event for the sapien 3 in the mitral position. The ¿time to event¿ (tte, in days) for this event was 1. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, specific procedural details are not available to determine potential contributing factors to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device identification (di) numbers for edwards sapien 3 transcatheter heart valve are: (B)(4).

Event description:
(B)(6) registry alternative summary reporting (asr) adverse event submission for february 2020 data extract for mitral deaths for the sapien 3. February 2020 data extract includes data provided by acc for q3 2019 (july 1 - september 30). This report summarizes 1 device migration death event for the sapien 3 for (B)(6) 2020. The age for this event was (B)(6). The breakdown for gender is as follows: 1 male.

Manufacturer narrative:
Supplemental report to add noe statement.

Event description:
This report summarizes <noe> 1 </noe> device migration death event for the sapien 3 for february 2020.

Manufacturer narrative:
Supplemental report to resubmit codes.

Manufacturer narrative:
Sections b5 and d4 of this report have been updated. Additionally, at the time the initial report for this mitral event was submitted, the event did not meet the tvtr criteria for summary reporting under exemption e2016006.

Event description:
Per the information received from the thv/tvt registry for (B)(6) 2020 data extract for mitral death for the sapien 3 transcatheter heart valve, a device migration death occurred. No additional information is available for this event.